Event description:
It was reported that the patient experienced delayed healing of the incision post implant of the implantable cardioverter defibrillator device. The incision/pocket was revised on (B)(6) 2022. Patient was stable.

Event description:
It was reported that the patient experienced delayed healing of the incision post implant of the implantable cardioverter defibrillator device. The incision/pocket was revised on (B)(6) 2022. Patient was stable.